Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a synergy ous mr 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a break 710mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues with the shaft polymer extrusion profile. Device loaded on to recommended 0.014 guidewire with no issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that tracking difficulties were encountered. Vascular access was obtained via the right radial artery. The 80% stenosed, 28x2.75mm, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex coronary artery coaxially. The lesion contained >45 and <90 degrees bend. After a 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a pre-dilation was performed with a 2.5x12mm maverick balloon catheter, residual stenosis was 40%. A 2.75 x 28mm synergy ii drug-eluting stent was advanced but failed to track. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed the hypotube detached/separated.